Event description:
It was reported that a scheduled review on this implantable pacemaker showed noise oversensed on the atrial channel. The other lead measurements are satisfactory, and the battery longevity is normal. It was also noted there was no atrial threshold data collected. It was recommended to have a lead assessment with a programmer. The device and the right atrial (ra) lead remain in service and no adverse patient effects were reported.